Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in canada, it was a case of an implant of a 26mm sapien 3 ultra valve in the aortic position by right transfemoral approach. During the advancement of the commander delivery system through the esheath+, resistance was felt when the commander delivery system reached the tip of the esheath+, and distal tip torn was observed. The patient sustained an external iliac artery dissection, and iliac artery stent deployment was performed. The patient's final status was stable.